Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05066. It was reported that the burr became stuck on the rotawire. The 24mm x 1.5mm, 99% stenosed target lesion was located in the left anterior descending artery. A 330cm rotawire¿ and a rotablator burr were selected for use. During the procedure, it was noted that the rotawire became intertwined with the burr. Both devices were removed from the patient's body in low speed. No patient complications were reported and he patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire kinked , as part of overall visual revision. The device has several kinks along its body and also presents one on its distal tip. Overall length could not be measured because of the condition of the device (several kinks). Dimensional inspections of the outer diameters of the dstal tip, middle and proximal section of the device were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05066. It was reported that the burr became stuck on the rotawire. The 24mm x 1.5mm, 99% stenosed target lesion was located in the left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During the procedure, it was noted that the rotawire became intertwined with the burr. Both devices were removed from the patient's body in low speed. No patient complications were reported and he patient's status was stable.